Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the system power pack (spp) unit had no output. The fse solved the issue by replacing the ssp unit. The returned part has been analyzed; however, no failure was found. After the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.